Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to be kinked. The exposed portion of the soft cannula was found to have a tear. A leak test was performed and fluid was observed exiting the tear. Due to this, fluid was unable to successfully exit the distal tip of the soft cannula. Although damage was observed to the exposed portion of the soft cannula, the timing and cause of the damage is unknown. Blood was observed on the adhesive pad of the returned device. The formed needle was observed for any manufacturing deficiencies that would cause bleeding at the infusion site, but no damages or defects were found. The exact cause of the bleeding could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated by applying a new pod.